Manufacturer narrative:
This ra lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Additional information was received that this ra lead was explanted, but no further details were provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged shortly after implant. This ra lead was repositioned, and all measurements were normal, and within range. There were no adverse patient effects reported.